Event description:
Received report from patient of pump site infection. The hcp reported the patient presented in 2006 with fever, pain, and meningeal signs and symptoms. A culture of the pump contents was done prior to removal and reported as negative for any growth. A culture of the blood was positive for gram positive staph. It was unknown to the hcp as to meningitis diagnosis. The patient was treated with IV antibiotics and total device system explant. The patient outcome was unknown to the reporter as "followed by outside md." The patient had risk factor of urinary tract infections.